Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that the lab compared tango results to ortho gel, tube with liss, and tube with peg as part of their bi-annual clia study to compare methodologies. During this comparison, two discrepant results occured: the 1st discrepant result was an anti-e that yielded a negative result on tango but positive results in other methods. The second discrepancy affected an anti-jk(b). That yielded a +/- reaction on tango and positive reactions with other test methods. Additional testing with dtt showed that the antibody is likely an igm antibody because activity was destroyed. A field service of the affected tango optimo indicates issues with the left diluter syringe and pump. However, this issue can not be causative for this incidence since such a problem will trigger a fatal instrument error with no results being generated. We have no instigation to suspect instrument performance issues to be causative for the reported problem. The results obtained from the techniques other than solidscreen ii propose the problem to be sample related in both instances (anti-e: igm type which is not always detected in ssc ii; jk(b): weak antibody). Regarding the also affected reagent biotest cell 3, we received the complaint after the supposedly defective product was already expired. Therefore a testing of the retained sample was not possible. The customer did return the patient samples that had caused false negative test results. Our quality control laboratory tested the patient samples that had caused false negatives with the current lot of biotest cell 3. Both patient samples yielded a positive reaction. The anti-e was detected with the e positive screening cell #2 of biotest cell 3. The anti-jk(b) was detected with the jkb+a- screening cell #2 of biotest cell 3. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that the lab compared tango results to ortho gel, tube with liss, and tube with peg as part of their bi-annual clia study to compare methodologies. During this comparison, two discrepant results occured: the 1st discrepant result was an anti-e that yielded a negative result on tango but positive results in other methods. The second discrepancy affected an anti-jk(b). That yielded a +/- reaction on tango and positive reactions with other test methods. Additional testing with dtt showed that the antibody is likely an igm antibody because activity was destroyed. A field service of the affected tango optimo indicates issues with the left diluter syringe and pump. However, this issue can not be causative for this incidence since such a problem will trigger a fatal instrument error with no results being generated. We have no instigation to suspect instrument performance issues to be causative for the reported problem. The results obtained from the techniques other than solidscreen ii propose the problem to be sample related in both instances (anti-e: igm type which is not always detected in ssc ii; jk(b): weak antibody). Regarding the also affected reagent biotestcell 3, we received the complaint after the supposedly defective product was already expired. Therefore a testing of the retained sample was not possible. But our quality control laboratory is still waiting for the patient samples that had caused false negative test results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.